Event description:
Healthcare professional reported left side "patient presents folds on the left breast according the magnetic resonance imaging (MRI) and contracture grade ii." It was later reported "calcifications." It was also later reported "baker grade IV" and "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.